Event description:
It was reported that the device reached eri (elective replacement indicator) in less than three years, and that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead implanted: (B)(6) 2011; 5076-45 lead implanted: (B)(6) 2011. (B)(4).